Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar pro c-flex device. The manufacturer received information from the patient's wife alleging colon cancer and patient passed away in his sleep. The patient's wife stated, "the device did not provide sufficient pressure." The patient received cancer treatment as medical intervention. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow-up report will be filed.